Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18283 - device 1 of 7.

Event description:
Unomedical reference number (B)(6) event occurred in the united states. On (B)(6) 2024, it was reported that patient faced seven infusion sets leakage at site events on (B)(6) 2024 within 3 hours after insertion. Infusion set was used for a day and a half. Insertion site was abdomen. The blood glucose level was reported 150 -152 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.